Manufacturer narrative:
The tip of the bronchoscope teared off was due to the user who bent the et tube, this caused that the bending section of the ascope was not in a straight position during removal of the scope. Thus, user applied excessive force to remove the scope from the tube causing the ascope bending section to tear off during removal of the scope. Further, according to the IFU for ascope 4 broncho family the user should always make sure that the bending section is in straight position (neutral/non-deflected) and excessive force should not be used when withdrawing the endoscope. The product risk evaluation has been evaluated and the risk is assessed as acceptable. No remedial, corrective or preventive actions are taken as a result of this event. Ambu will keep monitoring this issue and take actions if necessary.

Event description:
An ascope 4 broncho was used in combination with a shiley evac oral tracheal tube. When the ascope 4 broncho large was pulled out, the tip of the bronchoscope teared off. The bending piece got stuck in the tube and caused an airway obstruction. The user has confirmed that the tracheal tube was bent during the procedure.